Event description:
It was reported that during a right, internal carotid stenting procedure, after post-dilatation, the patient experienced hypotension, intra-procedural asystole, slurred speech, inability to move left hand, left-sided facial droop, and was sluggish with responses to commands. The pre-stenosis was 80% and the post-stenosis was 0%. Medications, neosynephrine and atropine were given and the hypotension and asystole resolved without sequela the same day. The patient was diagnosed with intra-procedural transient ischemic attack with right hemisphere symptoms. Heparin was given during the procedure. The nih stroke scale post-procedure was 1. A computed tomography scan (CT) was performed showing no evidence of a stroke in the brain. Patient was watched over the next 36 hours and symptoms resolved. At about 11:00 pm on (B)(6) 2012, the patient experienced bradycardia. Common medication, atropine was given and the bradycardia resolved the same day without an adverse patient sequela. A repeat nih stroke scale was performed on (B)(6) 2012, on the date of patient discharge and it was back down to 0. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, hypotension, neurological deficit dysfunction, and transient ischemic attack (tia) are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.